Event description:
It was reported that a patient underwent a cardiovascular surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, after an unknown cardiovascular surgery, after using, it was found that only one suture had protruded from the needle. It is unknown whether the suture detached or what the situation was. It was not a control release needle. The reported product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was received: ·it was confirmed that there was no problem to the patient using this product.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former and two used small needle- suture pieces were received for analysis. Product code x762h; the product code is single armed. During the visual inspection of the returned sample, the swage and attachment area were observed as expected. However, marks that appeared to be caused by a surgical instrument were noted on the body of the needles and on one edge of a needle. Also, a suture piece was noted to be still attached to the barrel holes. Overall, no needle pull-off was observed. The suture was examined, and the extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was not returned for analysis. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.